Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a high out of range shock impedance measurement of greater than 125 ohms causing the device to beep. Oversensing of noise marked as a ventricular fibrillation episode was also observed. The system was reprogrammed and surgical intervention was performed and a s-ICD system was implanted in the patient. No additional adverse patient effects were reported.